Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a collection of oil or lubricant was found around the plungers of a bd plastipak" 50ml concentric luer lock syringe before use. This was found in three boxes. No injury or medical intervention.

Manufacturer narrative:
Additional lot: d.4. Medical device lot #: 1705249p. D.4. Medical device expiration date: 2/10/2014. H.4. Device manufacture date: 1/31/2019. H.6. Investigation summary: five sealed samples of 50ll lot 1402330 and twelve sealed samples of 50ll lot 1705249p were received. Upon visual inspection of the samples received no foreign matter can be observed in the 17 samples. DHR of lots 1402330 and 1705249p have been reviewed without finding any annotation or deviation regarding the alleged defect. During assembly process, barrels are lubricated in assembly station by silicone sprayers. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). On checking silicone content results performed during manufacturing process in this lot, they are within specification limits. Silicone content test is done with the 17 samples received according to procedure. Results for the 17 syringes are within specification limits previously mentioned. Final products in this manufacturing line, for this reference and lots size (22 pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: according to results obtained for silicone content test during manufacturing process and with samples received, no manufacturing defect has been found in the syringes and it can be confirmed lubrication of barrels is within specification limits.

Manufacturer narrative:
No samples or pictures have been received for investigation. Ten retained samples of 50ll lot 1402330 are evaluated. On visual inspection of these ten retained samples no foreign matter or defect can be observed in the plunger of any of them. DHR of lot 1402330 has been reviewed not finding any annotation or deviation regarding the alleged defect. In this manufacturing line, final products are sampled and subjected to visual inspections during different sub-processes according to procedures. Since no sample has been received and no defect has been found in retained samples, the alleged defect cannot be confirmed. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.